Event description:
The suture was used during a vascular procedure. Reportedly, during a control by trans-oesophagian echography, the scan detected a suture break around the ring, over half of the suture has broken. Pt was returned to surgery.